Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The 100% occluded target lesion was located in the mid right coronary artery (rca). A 3.00x20mm rebel stent was successfully implanted in the lesion. It was noted that the stent was well positioned and apposed in the lesion and angiomax and effient were given throughout the procedure. The following day the patient presented with EKG changes and positive troponins. Thrombosis was detected in the rca which was treated with angioplasty and re-stenting the lesion with an unspecified stent. It was noted that treatment was successful with no additional patient complications reported. The patient¿s current condition is stable.